Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right ventricular lead exhibited low pacing impedance and loss of capture. The lead was capped and replaced on (B)(6) 2025. The patient was discharged post procedure.